Manufacturer narrative:
MDR 3003721894-2018-00302 is associated with argus case (B)(4), corega (unspecified denture adhesive or denture cleanser). Corega denture adhesive is marketed as super poligrip in the us. Corega denture cleanser is marketed as polident in the us. The suspect product in this report will be submitted as a denture adhesive until the suspect product can be confirmed.

Event description:
Polyneuropathy. Neurological disorders/reduction of neurons (neurological disorder nos)' weakness in the legs (lower extremities weakness of). Case description: this case was reported by a consumer and described the occurrence of polyneuropathy in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced polyneuropathy (serious criteria gsk medically significant), neurological disorder nos and lower extremities weakness of. On an unknown date, the outcome of the polyneuropathy, neurological disorder nos and lower extremities weakness of were not reported. It was unknown if the reporter considered the polyneuropathy, neurological disorder nos and lower extremities weakness of to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, case received through email. The consumer had been used the product corega (unspecified denture adhesive or denture cleanser) for over 20 years and a few years consumer been had neurological problems. The consumer did 3 electroneuromyography's and recently a nerve biopsy. Consumer read now on google that the use of corega (unspecified denture adhesive or denture cleanser) in excess for a long time could cause neurological problems. Posology were not informed by the reporter. Batch number and expiry date were not informed by the reporter. Result of the mentioned examinations was not informed by the reporter. The action taken for the corega (unspecified denture adhesive or denture cleanser) was unknown.